Manufacturer narrative:
Preliminary device evaluation was not available at the time of this report. A follow-up report will be sent when device analysis is complete.

Event description:
The device was returned to the manufacturer stating intermittent functioning of stimulator during positional changes by the patient; surging felt when bending at the waist or lifting the leg. Product interrogation performed at patient follow-up detected high impedances from several electrodes. Device explantation occurred after 22 months implant duration and the unit was returned to the manufacturer for analysis.